Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7179901. Medical device expiration date: 2022-06-30. Device manufacture date: 2017-06-28. Medical device lot #: 7206974. Medical device expiration date: 2022-07-31. Device manufacture date: 2017-07-25. Medical device lot #: 7206990. Medical device expiration date: 2022-07-31. Device manufacture date: 2017-07-25. Medical device lot #: 7227701. Medical device expiration date: 2022-08-31. Device manufacture date: 2017-08-15. Medical device lot #: 7227702. Medical device expiration date: 2022-08-31. Device manufacture date: 2017-08-15. Medical device lot #: 7227712. Medical device expiration date: 2022-08-31. Device manufacture date: 2017-08-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ luer lok syringe there was an issue with foreign matter, product damage, and scale marking issue.

Event description:
It was reported that before use of the bd¿ luer lok syringe there was an issue with foreign matter, product damage, and scale marking issue.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.